Event description:
It was reported that approximately 30 days post-implant of a bifurcated device and an infrarenal aortic extension, a computed tomography (CT) scan revealed a kink in the right iliac limb. The patient was treated with a limb extension which successfully corrected the kink. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient and therefore, device evaluation could not be performed. Computed tomography imaging and medical records were provided for clinical assessment. It appeared that there was a significant angle in the right proximal common iliac artery before the stent graft was implanted. This angulation of the native artery caused the stent to kink. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Device manufacture date: corrected from 12/18/2012 to 01/10/2012.